Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported the deep brain stimulation (dbs) patient had a fall in (B)(6) 2016. Impedance testing performed after the fall found that two contacts were showing >40k ohms impedance values. The patient's therapy impedance value was 917 ohms. It was noted that no patient symptoms were reported. Additional information was requested; a supplemental report will be filed if additional information is received.